Event description:
It was reported guide wire bent and folded.

Manufacturer narrative:
H11: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the distal end of the guidewire was observed to be damaged and bent in at least two locations. No use residue was evident on the sample in the returned photograph. No details of the damage could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported guide wire bent and folded. No other information was provided.